Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the error message "speaker malfunction" was displayed on the intellivue multi measurement server x2 and there was "no speaker output". No death or patient / user injury or harm was reported.